Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 28 nov 2024 and 25 jul 2025 recorded the rv sensing amplitude gradually increasing from initial 10 mv onto 5 mv in the end of the recorded period. During the same timeframe the rv pacing threshold was recorded at approximately 2 v with intermittent measurements in the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the ff and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead will be replaced due to artifacts on ff channel and rv channel leading to oversensing.